Event description:
It was reported that the patient had two promus stents implanted. Approximately nine months post stent placement, while crossing a parking lot, the patient vomited and passed out, striking his head on the pavement. Upon arrival of emergency medical services, the patient was found to be in ventricular fibrillation. Cardiac life support measures were initiated and the patient was defibrillated four times. Upon arrival at the emergency room, the patient was still in ventricular fibrillation, and he was intubated and resuscitation efforts were continued. The patient was defibrillated twice and exhibited multiple arrhythmias, including pulseless electrical activity, narrow complex tachycardia and bradycardia, which was unresponsive to atropine and required an external pacemaker. Bradycardia progressed and the patient had a single chamber temporary pacemaker placed. Initial cardiac enzymes were within normal limits and there was no evidence of myocardial infarction. A CT scan of the head revealed facial fractures on the right side but no intracranial hemorrhage. The family refused cardiac catheterization and possible percutaneous intervention at this time due to the patient's instability. The prognosis was very poor and the family agreed to do not resuscitate (dnr) order. Morphine was administered for comfort measures. The patient was pronounced dead on (B)(6) 2011 at 19:20. An autopsy was not performed and the death certificate is not available. No additional information was provided.

Manufacturer narrative:
(B)(4). There were no reported product deficiencies. The reported patient effects of arrhythmias (tachycardia and bradycardia) and death are listed in the promus everolimus eluting coronary stent system instructions for use as known adverse events. Although a conclusive cause for the reported patient effects and the relationship to the device, if any, cannot be determined, there is no indication of a product quality deficiency with respect to manufacture, design, or labeling.

Manufacturer narrative:
(B)(4): during processing of this complaint, attempts were made to obtain complete event, patient and device information. The stent remains in the patient. A follow-up will be submitted with all relevant information. You are receiving this MDR report from abbott vascular because boston scientific corporation distributes promus as its own brand labeling of abbott vasculars drug eluting stent in the us.